Manufacturer narrative:
(B)(4).

Event description:
During a meniscal repair, the surgeon was utilizing an ultra fast-fix ab curved. The first implant t1 was deployed successfully into the meniscus. Upon the attempted deployment of t2 the implant would not release from the device. As a result t1 was left in the patient unsupported. The procedure was ultimately completed with a backup device on hand.

Manufacturer narrative:
Additional information received from the customer indicated that t1 was not left in the patient unsupported, as initially reported by the customer. Device evaluation: one ultra fast-fix ab curved device was received for evaluation. Visual inspection of the device confirmed that ti was off the needle and t2 was behind the dimple in pre-deployment position. The device was functionally tested by advancing t2 over the dimple to its deployment position and then inserting into a rubber model meniscus, the implant then deployed as intended. The failure mode cannot be confirmed. (B)(4).